Manufacturer narrative:
Thorough evaluation on the returned unit was conducted. The generator was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The esu was/is within specification and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. No determination could be made as to the cause of the incident. To further address the issue, additional in-service work was offered to the involved hospital staff. Erbe USA, inc. Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was used to perform a breast biopsy. The settings were swift coag, effect 4, 75 watts. When closing the incision, the outside edge looked burnt. Specifically it appeared to be a first degree burn all the way around the incision. Dermabond glue was used to close the incision. The dermabond is expected to slough off with the site healing.